Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the error e216 (scope communication error) and the black image were due to component failure; however, the cause of the white residue in the light guide (lg) and on the insertion tube (I/t) side of the air-water supply and light guide tube (aux water flow) could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had error e216 (scope communication error) and a black image, and white residue was found in the light guide (lg) and on the insertion tube (I/t) side of the air-water supply and light guide tube (aux water flow). There was no patient involvement.